Event description:
(B)(4). I started with heavy, prolonged and painful menstrual cycles after essure was inserted. This led to my dr performing a novasure ablation. Pain, nausea, severe bowel issues have continued and only gotten worse.